Manufacturer narrative:
The manufacturer had previously reported that a device's system board, proportional valve, and three way solenoid valve were replaced to address service required codes found in the error log. This was incorrect. The device's system board was not replaced. The device's system board tubing and blower tubing were replaced along with the proportional valve and three way solenoid valve.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's system board, proportional valve, and three way solenoid valve were replaced to address the issues.